Manufacturer narrative:
Results, conclusions - is based upon evaluation of the user facility information and the return sample; is based upon the retain samples from the reported lot as well as the surrounding lot. The involved device was returned to the manufacturing facility for evaluation. A visual examination of the return sample confirmed the reported issue. The inner and outer layers were separated at multiple locations, exposing the coil which was stretched. The edges of separated areas of sheath appeared jagged and stretched. The exposed inner coil was noted to be stretched and broken. Another device was noted to be tangled inside the sheath. An evaluation of the retention samples from the reported part/lot and the surrounding lots was conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional and dimensional testing confirmed the products met manufacturing specification. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device becoming snagged on calcification, scar tissue, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that during a left subclavian stent placement via the left redial approach the destination device had separated from the wire braiding and the wire began to unravel. Follow-up communications with the user facility confirmed the following information: access was obtained via left radial artery approach using a glidesheath slender rm*rs6f10pa without incident; the glidesheath slender was then exchanged out over a ga3502 for a pinnacle destination 54-64501 lot#ta21 exp date 6/17; during advancement of the destination it was observed that it felt "tight" however the destination was able to be advanced to the level of the axilla; imaging was obtained to determine lesion length and diameter; then over the ga3502 a 6fr 75cm boston scientific balloon expandable express iliac/biliary stent 8mm x 27mm was advanced to the lesion and deployed without incident; imaging was then obtained via the destination to determine the result, once the result was confirmed the doctor began to remove the destination over the ga3502; after about 5-8cm was removed from the access site resistance was felt and it was noticed that the destination had separated from the wire braiding and the wire began to unravel; the doctor was able to gain control of the more distal un-separated segment and began to withdraw; again the wire began to separate and the doctor stopped the removal; the doctor then was able to insert a 4 x 40 evercross balloon in an attempt to get past the distal tip of the destination; upon inflation the balloon ruptured and was removed; the doctor went back in over the ga3502 with a navicross nc35901 and exchanged the ga3502 for a boston scientific v-18 wire; then inserted a sterling balloon and upon inflation the balloon ruptured; an attempt was made to withdraw the balloon and upon removal the sterling balloon fractured and remained tangled in the wire of the destination; the doctor was able to surgically dissect in the forearm region to remove part of the destination and unraveled wire; fluoroscopy utilized to ascertain that a segment of the destination remained in the patients lower humerus/brachial artery area; the procedure was terminated and the patient was taken from the outpatient office setting to (B)(6) hospital; here the doctor intended to remove the residual destination via surgical cut down; the patient has no known infectious diseases; the residual catheter piece is not available; the doctor was able to remove the catheter surgically without incident; and the patient is reported as doing well.